Event description:
Customer reports that she received a result of 374mg/dl on her device while the doctor's device read 110mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Customer did not have the device properly coded at the time of the comparison. Requested return of suspect device and replacement was sent.